Event description:
Thick smoke with an acrid smell was discovered in the patient's room by the doctor. No fire was seen. He asked for assistance, at which point many people arrived to the room. The assistant nurse manager instructed the charge nurse to call to report the smoke and asked nurses to start shutting all of the other patient's doors. The decision was made to not shut off the oxygen at this point in time. A housekeeper was present with the fire extinguisher. The patient was transferred to a stretcher, because it seemed as if the smoke was thickest near the head of the patient's bed. Prior to transfer, the assistant nurse manager disconnected 2 ivs, one was running blood products and the other was a med line; tube feedings and oxygen was also disconnected; the patient had a yellow surgical mask over her face to protect her airway, she was awake and alert but non-communicative during the incident. Around the time of transfer her hr had increased to 120s, but the doctor declared her stable, and to transfer her off monitor until the situation was resolved. The patient was on a stretcher in the hallway, placed on a travel monitor with another nurse, monitoring her. Once the patient was out of the room, facilities had arrived to inspect the room. I was told that the bed was the issue, and once the fire department cleared the room, the room could be reused. The fire department came, and cleared the area. Pictures were taken of the room after the incident. There was a clear liquid found on the floor near the head of the bed, and some brown liquid on the bed (most likely the tube feedings that were disconnected from the patient). It was unclear when the liquid got on the floor. While facilities and the fire department was inspecting the room, a new bed was ordered for the patient, and she was safely transferred to that room. The bed in question was taken by biomed. That morning, it was noted that the pts hr was in the 150s, per doctor, after she was settled, she needed an EKG, oxygen status was assessed; there was no concern for smoke inhalation at the time. No intervention was required at this time for the elevated hr. An hour later, the patient's hr started trending downwards.